Manufacturer narrative:
Details of complaint: the nurse reported that 5 telemetry transmitters were flashing "check electrodes" simultaneously at the central nurse's station (cns). Removing the transmitters batteries did not resolve the issue. Further troubleshooting was not performed. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. Good faith efforts have been sent to the customer to obtain additional information, but the attempts have not resulted in additional information. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. As no further issues were reported, it is likely that the customer was able to resolve the issue. As the customer reported that multiple transmitters were alarming at the same time, the cause is most likely related to improper cns grounding. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The nurse reported that 5 telemetry transmitters were flashing "check electrodes" simultaneously at the central nurse's station (cns). Removing the transmitters batteries did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
A nurse initially reported that 5 telemetry transmitters were flashing check electrodes simultaneously. If one transmitter alarmed, the other 4 telemetry transmitters alarmed at the same time. This happened early in the morning on (B)(6) 2021. The issue was occurring at the central nurse's station (cns) that was monitoring the telemetry transmitters in 5 tower west. The customer removed the batteries for the telemetry transmitter with the channel e005, but that did not clear the issue. Nihon kohden technical support (tech support) tried going into the monitored bed settings to check if all of the transmitters were on the same multiple patient receivers (orgs), or if they were utilizing multiple orgs. The caller was not knowledgeable with our system and could not provide ip addresses of any of the orgs or serial numbers for the telemetry transmitters. Tech support suggested that they reboot the cns to see if that clears the issue, but she was not comfortable doing that. Tech support stated that they needed to reach out to their biomed to report the issue and to continue troubleshooting. They provided the biomed name and information for the contact information. Tech support was only able to get the channel numbers associated with the affected telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver(s) model: ni sn: ni. Telemetry transmitter model: ni sn: ni. Telemetry transmitter model: ni sn: ni. Telemetry transmitter model: ni sn: ni. Telemetry transmitter model: ni sn: ni. Telemetry transmitter model: ni sn: ni.

Event description:
A nurse initially reported that 5 telemetry transmitters were flashing check electrodes simultaneously. If one transmitter alarmed, the other 4 telemetry transmitters alarmed at the same time. This happened early in the morning on (B)(6) 2021. The issue was occurring at the central nurse's station (cns) that was monitoring the telemetry transmitters in 5 tower west. The customer removed the batteries for the telemetry transmitter with the channel e005, but that did not clear the issue. Nihon kohden technical support (tech support) tried going into the monitored bed settings to check if all of the transmitters were on the same multiple patient receivers (orgs), or if they were utilizing multiple orgs. The caller was not knowledgeable with our system and could not provide ip addresses of any of the orgs or serial numbers for the telemetry transmitters. Tech support suggested that they reboot the cns to see if that clears the issue, but she was not comfortable doing that. Tech support stated that they needed to reach out to their biomed to report the issue and to continue troubleshooting. They provided the biomed name and information for the contact information. Tech support was only able to get the channel numbers associated with the affected telemetry transmitters. No patient harm was reported.